Event description:
It was reported that pump module door was not closing properly. Additionally, channel select button blotched and had dimmer display. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: g0204002 - keyboard/keypad. Correction: manufacturer narrative. Investigation summary: 1. The reported event of "door not closing properly" was confirmed and replicated through testing and external inspection. The issue was confirmed to be due to a damaged latch spring retainer. After temporarily replacing the door assembly for testing purposes only, the sear functionality testing was performed to determine the proper opening and closing of the door latch assembly. The pump module passed the test without any issues or anomalies. The original door assembly was reinstalled on the pump module. The pump module s/n: (B)(6) passed all the pm (preventive maintenance) tests in alaris system maintenance (asm) (v12.5). 2. The "dimmer left most display" event could not be confirmed through testing and external inspection. However, a design change was made in the post 510k product to optimize electrical power. The bd alaris¿ syringe, bd alaris¿ pump, and alaris¿ pca modules are now using a new display (see service bulletin 648). The revised display leverages a new technology that optimizes the electrical power to avoid having the display segments become dimmed over time. Despite a potential lower light intensity that might be perceived from the end user, the new configuration ensures better readability of the display through the service life of the bd alaris¿ modules without impacting clinical outcomes. 3. The "channel select button blotches" event was confirmed through an external inspection and laboratory testing and is attributed to variances in the overlay coloring which, when illuminated, appeared as white blotches. This variance in the overlay coloring does not impact product performance. A review of the logs was not deemed necessary. The pump module has never been put into clinical service. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Additional information: manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause of 'the door won't close properly' was determined to be a damaged spring retainer, preventing proper closure. The probable cause of the 'dimmer left most display' issue is suspected to be due to a transition to a new display technology in bd alaris¿ syringe, bd alaris¿ pump, and alaris¿ pca modules, designed to optimize electrical power and prevent display segments from dimming over time. While this new configuration may present a lower light intensity perceived by the end user, it enhances long-term readability and ensures consistent performance throughout the service life of the modules without affecting clinical outcomes. Given these modifications, the observed issue could be related to the differences in display brightness perception rather than a functional defect. The root cause of the 'channel select button blotches' issue was identified and attributed to normal variance during the manufacturing process during painting of the keypad overlay. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that pump module door was not closing properly. Additionally, channel select button blotched and had dimmer display. There was no patient involvement.

Manufacturer narrative:
Omit: c20 - no findings available. Additional information: device eval by manufacturer? Imdrf annex a, g, b, c, codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: 1. The reported event of "door not closing properly" was confirmed and replicated through testing and external inspection. The issue was confirmed to be due to a damaged latch spring retainer. After temporarily replacing the door assembly for testing purposes only, the sear functionality testing was performed to determine the proper opening and closing of the door latch assembly. The pump module passed the test without any issues or anomalies. The original door assembly was reinstalled on the pump module. The pump module s/n (B)(6) passed all the pm (preventive maintenance) tests in alaris system maintenance (asm) (v12.5). 2. The "dimmer left most display" event could not be confirmed through testing and external inspection. However, a design change was made in the post 510k product to optimize electrical power. The bd alaris¿ syringe, bd alaris¿ pump, and alaris¿ pca modules are now using a new display (see service bulletin 648). The revised display leverages a new technology that optimizes the electrical power to avoid having the display segments become dimmed over time. Despite a potential lower light intensity that might be perceived from the end user, the new configuration ensures better readability of the display through the service life of the bd alaris¿ modules without impacting clinical outcomes. 3. The "channel select button blotches" event was confirmed through an external inspection and laboratory testing and is attributed to variances in the overlay coloring which, when illuminated, appeared as white blotches. This variance in the overlay coloring does not impact product performance. A review of the logs was not deemed necessary. The pump module has never been put into clinical service. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace the door assembly. Device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of 'the door won't close properly' was determined to be a damaged spring retainer, preventing proper closure. The probable cause of the 'dimmer left most display' issue is suspected to be due to a transition to a new display technology in bd alaris¿ syringe, bd alaris¿ pump, and alaris¿ pca modules, designed to optimize electrical power and prevent display segments from dimming over time. While this new configuration may present a lower light intensity perceived by the end user, it enhances long-term readability and ensures consistent performance throughout the service life of the modules without affecting clinical outcomes. Given these modifications, the observed issue could be related to the differences in display brightness perception rather than a functional defect. The root cause of the 'channel select button blotches' issue was identified and attributed to normal variance during the manufacturing process during painting of the keypad overlay. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that pump module door was not closing properly. Additionally, channel select button blotched and had dimmer display. There was no patient involvement.